Manufacturer narrative:
The zealand pharma ae assessor reached out to patient however the patient has not returned the ae assessor calls to allow for further investigation of the complaint of a seizure and loss of consciousness. It is unknown how the patient was treated or what his possible contributing factors to the seizure/loss of consciousness may have been. Patient medical history was not provided and is unknown to the ae assessor. There is no bg information or report of a known seizure disorder. It is unclear as to why the pharmacy employee stated "she does not think patient is using the v-go correctly". Without speaking with the patient the ae assessor is unable to gather important information to help identify possible contributing factors to the seizure/loss of consciousness.

Event description:
Patient's pharmacy called to ask if the v-go need to be filled completely. Pharmacist does not think patient is using the v-go correctly. Pharmacist stated patient's sister reported that he lost consciousness and may have had a seizure a few days ago. Pharmacist could not confirm exact day event occurred. Pharmacist unable to confirm where v-go was worn and if patient had it on at the time of event.